Event description:
Modified event description: revision surgery performed about 4 months after the primary surgery due to s1 screws breakage (below the head). Patient with good quality bone, heavy patient (around 90kg). No trauma reported.

Manufacturer narrative:
New event description revision surgery performed about 4 months after the primary surgery due to s1 screws breakage (below the head). Patient with good quality bone, heavy patient (around 90kg). No trauma reported. Visual inspection performed by medacta spine r&d project manager: both screws show a breakage below the head. Additionally, signs of gripping on the threaded part can be noted, but are likely due to screw removal maneuver. Although sufficient information is not available to determine a definitive root cause, the breakage was likely due to material fatigue. This may be generated by missing or delayed fusion that stressed the construct, along with the patient's specific contributing factor (weight and bone quality). Root cause: the screw breakages were most likely due to insufficient bone fusion, in combination with the patient's high bone density and body weight, which likely resulted in excessive mechanical loading on the implants. While the exact root cause cannot be definitively confirmed, the investigation found no evidence of manufacturing defects or systemic issues related to the device.

Event description:
Revision surgery performed about 4 months after the primary surgery due to s1 screws breakage. 6.0x45mm screw broke at the tip, while 7.0x40mm screw broke at the head/tulip. Patient with good quality bone, heavy patient (around 90kg). No trauma reported.

Manufacturer narrative:
Batch review performed on 28 may 2025. Lot 2460237: (B)(4) items manufactured and released on 25/06/2024. Expiration date: 04/06/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved: batch review performed on 28 may 2025 pedicle screw 03.61.337 fenestrated polyaxial cannulated pedicle screw 7x40, dual-diameter (k241034) lot 2223029: (B)(4) items manufactured and released on 17/05/2022. Expiration date: 28/04/2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by medacta spine r&d project manager: the tip of 6.0x45mm screw is not broken. Both screws show a breakage at the head level and signs of gripping on the threaded part, likely due to screw removal maneuver. Possible root cause of the breakage could be the weigth of the patient and lack of osteointegration. No x-ray images have been received.